Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. The reaction occurred 4 to 5 days after the test. So the product is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. What date did the reaction occur on (dd/mm/yyyy)? (B)(6) 2025. Was there any medical or surgical intervention performed (product removed; prescription medication)? If so, please specify. Transition to emergency? Wednesday, (B)(6) 2025. Drug management, corticosteroid and antihistamine prescription. If medication was required, please clarify if it was prescription strength. Yes. If possible, please provide the lot number of the product that was used: unk. What is the most current status of the reaction? On very good track, reaction almost completely resorbed. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a sales representative used the product on self on an unknown date in (B)(6) 2025 and topical skin adhesive was used. I did a demonstration which I have already done several times without any problems. But this time, the evolution is more complicated. Unfortunately, I do not have the batch number, because I had never been bothered before and the reaction occurred 4 to 5 days after the test. On (B)(6) 2025, drug management, corticosteroid and antihistamine prescription. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Primary UDI number. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. Exactly how to use the notice. What prep was used prior to, during or after adhesive use? None. Was a dressing placed over the incision? If so, what type of cover dressing used? No dressing if another device was placed on it. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Not to my knowledge. Is the patient hypersensitive to pressure sensitive adhesives? Not to my knowledge. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient pre-existing medical conditions (ie. Allergies, history of reactions) no. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Yes, regurlaly. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes dermabond and dermabond prineo. Current patient status. Nothing to report. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Overexposure leading to hypersensitivity. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.